Event description:
It was reported that the device was explanted due to premature end of life. The device was at eol; however, the device did not show an eol alert.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on the programmed settings and usage data the device was found to meet its longevity requirement. The device tested normal in the laboratory and all specifications were met.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.